Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The pse performed operational check and confirmed the green led of power switch had illumination failure so the power switch overlay was replaced to resolve the reported issue. No parts were returned for failure investigation. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the product support engineer (pse) reported the green led had illumination failure. The customer reported there was no patient involvement.